Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer has not decided if they will have the device repaired or scrapped. The cause of the reported failure could not be determined at this time.

Event description:
It was reported that the device would not charge defibrillation energy. There was no pt use associated with the reported failure.